Event description:
A customer reported that they dropped their abbott diabetes care reader and it sustained damage and as a result, it would not turn on. The customer experienced a loss of consciousness however, was able to self-treat with 2 cookies and coffee with 2 sugars. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "end of (B)(6) 2023". All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Visually inspected the reader and observed cracked/damaged casing and damaged usb port . The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. Observed readings in the reader after downloaded reader¿s log. The reader was de-cased and placed into the reader test fixture to download log. Therefore issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they dropped their abbott diabetes care reader and it sustained damage and as a result, it would not turn on. The customer experienced a loss of consciousness however, was able to self-treat with 2 cookies and coffee with 2 sugars. No further information was provided. There was no report of death or permanent injury associated with this event.